Event description:
It was reported that during an unknown procedure, the jaw could not open after the device through the trocar. The arrow in the knife direction indicator point to the back. The stroke count indicator showed between a lock and 0. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.